Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: fractured stent/dissection requiring medical intervention device issue: fractured stent. It was reported that the pt presented with an acute coronary syndrome (acs) and underwent coronary angiography. A pressure wire study showed that the mid lad disease was significant. Angioplasty was performed in the lad. After a bmw was advanced and predilation with a 2 and then a 2.5 balloon, a distal dissection was noted, however, no treatment was performed. A 2.75 x 28 promus stent was deployed at 14 atm in the mid lad. The very next image was highly suggestive of a stent fracture, possibly at the site of a lump of calcium. After this, a proximal lad dissection was noted. This was covered with a 2.75 x 15 promus and post dilated with the stent balloon at 20 atm. The pt remained stable, but the physician elected to cover the fractured region with a 2.75 x 12 promus. The whole length of the stents were postdilated with a non complaint balloon at 20 atm. The pt was sent to ccu on integrilin. Pt was ivus'd at another hospital in 2009, and it was determined that the stented vessel did not require any further intervention. No additional event or pt information is available.

Manufacturer narrative:
.